Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2015: the patient underwent a right total knee arthroplasty for right knee osteoarthritis. Attune implants were utilized with depuy cement x1. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent right knee revision due to suspected loosening of tibial tray. Intraoperatively, surgeon found tibial tray loose at implant-cement interface. Also noted is medial distal femoral condyle destruction due to particulate debris upon removal of the femoral component. Patella was not revised. All other components (femoral, tibial tray and insert) were replaced with depuy revision knee components with depuy cement. Doi: (B)(6) 2015; dor: (B)(6) 2018; (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.